Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 500 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was put on a intravenous (IV) of fluids and insulin. The cannula was dislodged, while wearing the pod between 4 and 24 hours on the abdomen. The patient was discharged after staying overnight.